Event description:
The PICC was being removed. Documentation indicated that the catheter length was 11cm. The catheter removed was 6cm. The pt was taken to the cath lab for removal of distal portion of catheter.

Manufacturer narrative:
Results of a device eval will be filed in a supplemental report.